Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04425. It was reported the patient fell down the stairs and experienced loss of paresthesia, knee pain came back after her fall. Reportedly, when the patient attempted to adjust the system's stimulation the programmer displayed message "stim turned off due to high impedance." The company representative met with the patient during follow up with the physician, a system check revealed multiple lead contacts with high impedance. The representative was unable to resolve the issue with reprogramming of the patient's drg system. Consequently, surgical intervention was taken and the physician replaced the patient's drg system with an scs system. The patient's stimulation therapy was restored postoperatively.